Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak during her treatment. When she woke up during her treatment, the pt noticed that her catheter was disconnected from the pt line connector and fluid was leaking from her catheter. The pt was advised to contact her pd nurse. The set was not made available for eval. During f/u the pt's pd nurse reported that the pt was fine, she was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformance's during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were w/in spec.